Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had green lines appear on the screen. The event occurred during gastroscopy therapeutic procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.